Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaints reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that as the surgeon attempted to implant a ks-3ai, 25.5 diopter, the lens became stuck in the cartridge. This occurred on (B)(6) 2017. The lens was not implanted and there is no reported patient injury or contact. A back-up lens was implanted. As of the date of MDR submission, this lens has been returned for evaluation, but not yet evaluated.

Manufacturer narrative:
The device was returned in the device tray. Visual inspection of the returned product found no visible damage to the device, the lens was not returned in the device. There was evidence of clear surgical residue. (B)(4).